Event description:
It was reported that patient experienced nausea and vomiting; was currently in the ER. It was stated the symptoms occurred prior to refill on (B)(6) 2012. Patient had missed a refill due a glitch in the healthcare provider (hcp) system; it was due on(B)(6) 2012. Hcp refilled the pump; was expecting 0.8 ml, but got zero ml of the drug. Hcp filled with 5 ml of saline and then aspirated it all to confirm if she was in the reservoir port. The pump was then filled with 500 mcg/ml conc. Of the drug; however it was then realized that only 50 mcg/ml conc. Was need and the 500 mcg/ml conc. Was then aspirated. Hcp diluted 2 ml of 500 mcg/ml with 18 ml of saline that was confirmed to be 50 mcg/ml; priming was not done. Patient was in the ER and vomiting, could not keep down oral baclofen (40 or 60 mg). Hcp believed that this was due to a lack of prime post refill; however it was reviewed that priming was not to be programmed. It was stated that compounded baclofen was in the pump previously; filled with diluted lioresal.

Manufacturer narrative:
Catheter: model: 8731, lot#: b005415n27, implanted: (B)(6) 2003, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).